Event description:
Device 2 of 2: reference MFR. Report#: 1627487-2020-31025.

Manufacturer narrative:
The reported event of lead migration cannot be confirmed with product testing alone. As received, one of the quattrode leads passed all functional testing (the second was damage beyond functional testing) and setscrew marks were present on the last contact, indicating they were secured in ipg header. No root cause was identified for the reported event.

Manufacturer narrative:
The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Device 2 of 2 reference MFR. Report#: 1627487-2020-31025.

Manufacturer narrative:
Date of event is estimated. The results/ method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
Device 2 of 2. Reference MFR. Report #: 1627487-2020-31025. It was reported the patient's scs system was explanted and replaced to address the issue of one of their model 3166 leads migrating and wanting an MRI compatible scs system. Note: both of the patient's model 3166 leads are being reported for migration because it's unknown which device was liable.